Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a communication error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer (se) inspected the device. The se replaced the memory card and performed extended self-testing on the device and all tests passed.